Event description:
Consumer reports passing out on kitchen floor. Paramedics were called- blood sugar was 69. Patient was transported to the hospital where they spent the night. When they returned home, patient tested bd logic (555) against their old meter (237) and realized they dosed themselves too much because of the errant readings.